Event description:
Patient was revised because the femoral bolt attaching the stem to the femoral component broke. The bolt appeared to have backed out of the femoral component and broke halfway up on the threaded portion. A piece of the bolt remained lodged in the stem. The remaining part of the bolt was located in the notch of the femoral component between the insert. Loosening of the femoral components at the cement/implant interface was also reported. Competitor cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records for each reported product did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.